Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash associated with more air getting mixed in upon dilator insertion during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), more air was mixed in than usual when inserting the dilator. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.